Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The blood glucose level was unknown. The customer also stated that they had a solid white display. The product will be returned for analysis.

Manufacturer narrative:
Device received with blank display and a constant tone. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, device power up properly. Problem isolated to electronic assemblies.